Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a follow up report detailing the results of the eval.

Event description:
It was reported that during chemotherapy admin, the stopcock broke apart resulting in chemotherapy drug splash into the pt's eye. A 15 minute normal saline eyewash was required as a result of this event. No permanent adverse effects to the pt were reported.